Event description:
It was reported the patient experienced a motor stall. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).